Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. Blood glucose reading was 2.4 mmol/l. Customer stated that the insulin pump was in auto mode. Insulin pump was not exposed to magnetic fields. Customer stated that insulin was over delivering. The insulin pump will be returned for analysis.